Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that she thought her manufacturing representative (rep) told her she was not supposed to feel stimulation but yesterday she saw her healthcare professional (hcp) and he told her she should feel stimulation. She did not feel stimulation but yesterday she felt it for a little while, while he was changing the program, then stopped feeling it. The patient wanted to know if she should be feeling stimulation or not. There was a loss or change of therapy. Since implant the implantable neurostimulator (ins) had not helped as much as she thought it should, but it was an improvement. Last night she had to go. Therapy was on and she was on program 1 at 2.5. It was noted that she had met with a rep at the hcp office a couple of months ago and he put in 2 different programs.

Manufacturer narrative:
(B)(4).

Event description:
The patient reported they had experienced a loss or change of therapy. Event date: (B)(6) 2015. Indications for use were noted as: urinary dysfunction/sacral nerve stim, no outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.